Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead had an infection with sepsis. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. The lv lead was returned but there was no analysis performed.